Event description:
Revision surgery: the patient experienced an infection post operation that contributed to the loosening of the humeral stem. The patient was also older and had poor bone quality, which affected the structurally stability of the stem. Due to this, a larger glenosphere was used, as well as a longer stem to ensure proper distal fixation.

Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the surgery detailed in this event occurred 2 years and 5 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were left in patient and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr# (B)(4) associated with the main part #508-32-103, glenoid, head w/retaining screw, rsp, 32mm/-4mm which documents that out of (B)(4) parts lot 6 parts were rejected due to parts had scratches that can be felt on counter bore area. Later the rejected parts were accepted to use as is after proper justification. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to infection and loosening. There were no findings during this evaluation that indicate that the reported devices were the source or had a direct connection with the patient's infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.